Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other components include: product ID 8578 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type catheter product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2009 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a consumer via a manufacturer's representative regarding a patient who was receiving 30 mg/ml of dilaudid at 1.4 mg/day via an implantable pump for non-malignant pain and myofacial pain syndrome. On (B)(6) 2017, it was reported that a flipped pump was suspected. The patient felt that the pump was flipping and moving within the pump pocket. When examined, the pump was correctly oriented, but the catheter was significantly twisted. A revision was performed on (B)(6) 2017 and the twisted portion of the catheter was removed. Good backflow was confirmed and the patient's dose was lowered as it was presumed that the patient might not have been getting all of the drug. On (B)(6) 2017, the patient was "groggy" and the dose was lowered again to the lowest simple continuous dosage. The drug in the pump was replaced with a 10 mg/ml concentration and attempted to the clear the solution out of the catheter access port (cap), however they were unable to aspirate freely. The hcp planned to go back into the pocket on (B)(6) 2017 and attempt aspiration again. If good backflow was established, a back table prime was planned to clear the drug from the pump tubing. The manufacturer's representative inquired on (B)(6) 2017 regarding instructions on tying off the patient's catheter and programming a back table prime after cancelling a bridge bolus. Additional information was received on (B)(6) 2017from the manufacturer's representative. Serial numbers for the catheters involved were provided. It was also reported that a pocket exploration and catheter aspiration in the or were performed to resolve the inability to aspirate the catheter, though the cause was unknown. The cause of the pump flipping was unknown as well, but the patient's device issues and symptoms were considered resolved. The removed catheter piece was requested for analysis after the device is sterilized. Additional information was received from the manufacturer's representative on (B)(6) 2017.it was reported that the patient's healthcare providers confirmed the information reported by the manufacturer's representative on (B)(6) 2017 and had no further information to provide. No further complications were reported.